Event description:
Same case as MDR ID: 2134265-2014-01654, 2134265-2014-01652, 2134265-2014-01653. (B)(4) study. It was reported that in-stent restenosis (isr) and angina occurred. On (B)(6) 2012, the 90% stenosis extending from proximal rca to mid rca was treated with cutting balloon angioplasty followed by placement of a 3.0x20 mm ion stent overlapped proximally with another 3.0x16 mm ion stent out to the ostium. Following post-dilatation, residual stenosis was 10%. On (B)(6) 2014, the patient developed cardiac angina and was diagnosed with in-stent stenosis of rca and was hospitalized on the same day. At the time of event, the subject was taking aspirin and other antiplatelet medication was last taken on (B)(6) 2013. The study drug as per protocol was last taken on (B)(6) 2012. Two days from admission, the subject was diagnosed with microdislodgment of atrial and ventricular pacemaker leads. The patient was medically treated and intervention was performed. Thirteen days post procedure, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).